Manufacturer narrative:
Device history record is under review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
The consumer stated that the string broke on her tampon, causing the tampon to break apart and pieces to remain inside of her. She was able to remove all remaining pieces.